Manufacturer narrative:
The reported event of no pacing was not confirmed. The device was received with battery voltage at end of service level. Electrical tests performed under nominal and field conditions indicated normal functionality. Further evaluation of the output parameters under field settings found normal pacing with all parameters within normal range. Additionally, visual inspection of the header and connector found no contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, based on field settings, and the device exceeded projected longevity indicating normal battery depletion.

Event description:
During an in clinic follow-up, the device was no longer pacing. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.